Event description:
To summarize this event, the 12mm amplatzer septal occluder (aso) was successfully delivered, and appeared stable. It was upon routine post-procedural echocardiographic assessment, approximately two hours following implant, that an embolization was recognized. Arrangements were then made to return to the catheterization suite for retrieval of the embolized device from the abdominal descending aorta. After successfully retrieving the aso percutaneously, the atrial communication was closed with a 25mm amplatzer cribriform occluder. This appeared to have worked well, with stable device position documented the following morning by echocardiographic assessment prior to discharge to home. Additional information has been requested, including imaging of the implant procedure, patient's information, and date of implant, but has not yet been received. Should additional information become available, a supplemental report will be filed.

Manufacturer narrative:
The 12mm aso was received at aga medical in its original configuration. The device was decontaminated, measured, and confirmed to meet dimensional specifications. The device was examined microscopically and no defects were observed.

Event description:
The following was reported: "during the thrombectomy procedure when passing the number 4 fogarty the second time, it hanged up. The balloon would not deflate and; on retracting the catheter as we normally would, expecting the balloon to rupture and the catheter to come on out, the catheter came out without the portion of the balloon. The catheter tip and other portions seem to be intact but the balloon stripped off. The balloon was completely detached when catheter was pulled out of patient's body. The balloon was not recovered and its whereabouts could not be determined. Surgeon went back in and removed a thrombus but no balloon pieces could be found."

Manufacturer narrative:
Review of the medical records and images by aga's medical consultant resulted in the following findings: this patient's defect was a tunnel type pfo and not a true asd, as demonstrated by the study performed at the initial procedure. The native defect measured 5mm and was balloon sized to 13mm by angiogram and 14mm by ice. A 12mm aso device was placed and the final interrogation suggested the device was in a good position. The atrial septum was captured in-between the device discs, although, a full interrogation of the atrial septum following device release was not recorded. The device embolized within a few hours after the procedure because the retro-aortic edge of the right atrial (ra) disc slipped over the edge of septum secundum. In effect, the device slipped into the tunnel of the pfo. Once the retro-aortic edge of the ra disc was in the tunnel, the entire device became unstable and embolized to the left heart and into the aorta. The aso was retrieved and the patient underwent a successful closure using an aco. According to aga's medical consultant, the aso embolized because the ra disc slipped over the edge of the septum secundum and into the tunnel of the pfo. Additionally, the aso is intended for the occlusion of atrial septal defects (asd) and has not been studied in patients with a patent foramen ovale.